Manufacturer narrative:
E1: patient city: (B)(4). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (b)(4. Event occured in israel patient experienced a severe hypoglycemic event on (B)(6) 2025, at 6 pm. Despite receiving several low blood glucose alerts from their device, the patient's attempt to raise their blood glucose level by consuming a bagel and three glucose tablets was unsuccessful. The patient had previously administered a meal bolus for 60g of carbohydrates and reportedly consumed the full meal. However, their blood glucose/sensor glucose (bg/sg) remained dangerously low, necessitating hospital intervention. Emergency services were called, and the patient was taken to the hospital. Upon arrival, the patient's insulin pump was disconnected, and they were treated with intravenous glucose. The hospital stay lasted less than 24 hours. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2025-00587), was submitted on 02-april-2025. However, based on the investigation done on 22-jan-2026 and clinical review done on 23-jan-2026,it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.